Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia with meter readings reported as ¿high¿ and ketones reported as small after a recent infusion set change, with an initial insertion error acknowledged by the user and later observed insulin leakage at the infusion site; the user subsequently reverted to a prior pump per clinician direction and attributed the event to user error. Symptoms included hyperglycemia and presence of ketones. Outcomes included user concern and temporary discontinuation of the ilet in favor of previous therapy, without hospitalization. Investigation included troubleshooting and education regarding infusion set technique, site assessment for leaks or kinking, and review of device behavior including insulin delivery and high glucose indications. Investigation of this case revealed an infusion site issue consistent with improper insertion and leakage, which aligns with use-related error and infusion set problem rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related error leading to inadequate insulin delivery, with device performance consistent with design. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.